Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had dark tarry stools along with increased dyspnea and dizziness, similar to past symptoms of low hemoglobin which had been present and worsening for approximately one week. On (B)(6) 2017 outpatient hemoglobin was 7.1 g/dl and the patient was a direct admit to the implanting center late evening. On admission the hemoglobin was 7.4 g/dl and hematocrit 21.3%, but quickly dropped to 6.4 g/dl and 19.0% approximately 2 hours later. The patient was transfused 2 units of packed red blood cells reportedly with appropriate response. Platelets were 262 and prothrombin time (pt) was 17.9, inr was 1.56, and partial thromboplastin time (ptt) was 37.2. The patient¿s anticoagulation included 325 mg aspirin daily and 3.5 mg coumadin daily. On (B)(6) 2017 the patient received 6 mg coumadin due to subtherapeutic inr. The patient was also started on octreotide infusion at 50 mcg per hour on (B)(6) 2017. Beginning (B)(6) 2017, coumadin was held and patient was bridged with heparin in anticipation of scopes on (B)(6) 2018. It was reported that no source of bleeding was found. On (B)(6) 2018 a push enteroscopy and colonoscopy showed normal mucosa in the esophagus, stomach, duodenum, and jejunum with no signs of bleeding. Colonoscopy found a small polyp (3-5 mm) in the ascending colon but was not removed at that time. Small bowel was found normal. No blood or bleeding lesions were identified. Terminal ileum had normal visualized mucosa. On (B)(6) 2018, the patient was transfused 1 unit of blood. The patient remained stable and was discharged home on (B)(6) 2018 with hemoglobin of 9.2 g/dl, hematocrit of 26.8%, pt of 23.3 and inr was2.03. The patient had a history of hemolytic anemia which required transfusion, however, to the tarry stools at this admission with no evidence of active hemolysis this event reportedly was suspected to be a true gi bleed that resolved before the source could be found.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Review of the submitted system controller and lvas log files showed a low flow event on 1jan2018 when the estimated flow dropped below a threshold of 2.5 lpm; however, the event did not last long enough to trigger an alarm. This event appeared to be associated with an elevated pi. Despite the low flow event, these controller log files appeared to capture the pump operating as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.